Manufacturer narrative:
(B)(4). This report is being submitted to relay on initial information and investigation results. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00690, 0002648920-2017-00691, 0002648920-2017-00714. Concomitant medical products: shell 49 mm o.d. Catalog#: 00500104900 lot#: 62624636, femoral head sterile product do not resterilize 12/14 taper catalog#: 00801802802 lot#: 62754134, liner 28 mm i.d. For use with 47/48/49 mm o.d. Shells catalog#: 00500104728 lot#: 62772327. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had right hip slight dislocated and is experiencing pain, fever, tingling in lips and symptoms of blood poisoning approximately 19 month post primary surgery. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had right hip slight dislocated and is experiencing pain, fever, tingling in lips and symptoms of blood poisoning approximately 19 month post primary surgery. The patient had examination which found arthritis caused by an oversized head, and the patient was scheduled for a revision approximately 30 month post primary surgery. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had right hip slight dislocated and is experiencing pain, fever, tingling in lips and symptoms of blood poisoning approximately 19 month post primary surgery. The patient had examination which found arthritis caused by an oversized head, and the patient has undergone a revision surgery on an unknown date. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.